Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Please confirm if the initial debridement and wound closure was done on (B)(6) 2020? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Other relevant patient factors/history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What type of anti-infection medication was given (oral, topical or etc)? Please specify. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent debridement and suture of arm after being cut with a knife on (B)(6) 2020 and suture was used. The wound was found to have erythema and inflammation one day after sewing, and the erythema and inflammation disappeared after antibiotic treatment. Additional information has been requested.